Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted with cardiomyopathy was implanted with an impella rp device for mechanical circulatory support. While on support, patient had heparin induced thrombocytopenia, thrombus and hemolysis. Heparin was stopped in purge. Argatroban was given due to thrombus resulting in low platelet count. It was suggested to take rotational thromboe lastometry (rotem) to get a deeper look into coagulation. The patient's outcome was noted to be stable.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.